Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/06/2017 with the following findings: the investigation found that the piston was not moving or advancing when the load step was initiated. A force sensor defect was found. The calibration was above specifications and the sensor resistance was below specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4). (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a force sensor defect. This report is made based on results of investigation completed on 02/06/2017.